Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. Due to the condition of the device, no functional testing could be performed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 10th. What vessel or structure was the device fired on at the time of the event? Short gastrics. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Inside.

Event description:
It was reported that during a sleeve gastrectomy procedure, there were malformed clips and upon the exhaustion of all the clips the device did not lock out. Another device was used to complete the procedure. No adverse consequences reported.